Event description:
The pt was revised due to the screws backed out allowing the shaft of the plate to lift off the bone.

Manufacturer narrative:
Evaluation was not possible as the product was not returned. The attached x-rays did confirm that pegs/screws had backed out as reported. The history of the shfs (shoulder fixation system) was reviewed and indicated that there have been previous instance of peg back outs. The probable root cause in this case can be attributed to use error, the pegs/screws were not properly set at the original surgery. The corrective actions previously taken for this failure focuses on thread changes to the plate, providing the appropriate tools to ensure the user fully seats the pegs, update to the shoulder system instructions for use, and emphasis on physician training.